Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized when they experienced a low blood glucose (bg) level and a seizure; cause was not known. A bg level was not provided. Reportedly, customer "has been hospitalized multiple times"; cause was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.